Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "liquid near the implant". Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side "liquid near the implant". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of seroma-late on (B)(6)2022. With lot number 2679031. Visual analysis of the returned device identified: weight to the spec, deformation, voids, wear abrasion. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported "liquid near the implant". Device has been explanted and replaced with non-allergan device. This relates to the left side.